Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that right atrial (ra) lead exhibited over sensed noise leading to inappropriate mode switches. The ra lead was explanted, and entire system was replaced with leadless pacemaker.